Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. No ramping numbers noted on the display. We were unable to confirm if insulin continued to drip after letting go of the act button during prime process due to prime alarm. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, missing end cap sticker, and severely scratched display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had prime anomaly in which there was number ramping. The customer's blood glucose level at the time of incident was 180mg/dl. The customer states insulin continues to drip after letting go of the act button during prime process. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer received compromised force sensor system alarm. The customer was advised the pump would have to be replaced and returned for analysis.